Manufacturer narrative:
The insulin pump passed the self test and displacement test. The vibration feature functioned properly. No vibrator anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube window, cracked case at reservoir tube window corner and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had vibrate anomaly. Customer states that pump did not vibrate during the vibrate test. Customer¿s blood glucose was 154mg/dl at time of incident and current blood glucose was 144mg/dl. Customer advised to refer to back up plan. Insulin pump will be return for analysis.